Event description:
Clark wendlandt reported receiving false alerts indicating "0 insulin," which required resetting the pump to resume insulin deliveries. There was no reported impact on the customer¿s blood glucose level. The customer declined further follow-up from technical support and is in the process of renewing their equipment. No additional information was available regarding the outcome of the event.